Event description:
It was reported that this right atrial (ra) lead presented outer damage, low impedance issues, high capture thresholds and during revision, it had difficulty removing the lead and the helix had difficulty extending and retracting. This lead was explanted and replaced by a new lead. No additional adverse patient effects were reported.